Event description:
It was reported that during a da vinci si myomectomy procedure, the spatula on the permanent cautery spatula instrument broke and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal clevis ear is broken and the conductor wire cap is missing. The ceramic sleeve is broken at the spatula base. The cables and wires do not exhibit any damage.